Event description:
It was reported that device alarms and user cannot start pump. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. The event log was reviewed, and no errors were found. There was no service history within last twelve months. Visual inspection found the air in line detector was damaged and the downstream occlusion (dso) seal was ripped. Primary complaint of, ¿alarms, cannot start pump¿, cannot be confirmed through functional testing as the device starts and functions as intended without alarms or errors. The air in line detector and dso seal were replaced and the pump passed all testing.